Event description:
Major pump unit(s) involved: external control system failureadditional text: pm patient cablespecific component(s) involved: other component malfunction, specifyadditional text:other component: pm patient cable had a bent prongcausative or contributing factor: patient error in caring for systemother cause:intervention(s): replacement of other component, specifyother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failure. Specific component(s) involved: other component malfunction, specify.